Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the patient had a reverse shoulder case done in (B)(6) 2020. Due to infections, all the devices were removed on (B)(6) 2021. An antibiotic spacer was placed at the site; there may be a shoulder revision done in the future. Removed ar-9501-05p, ar-9502f-36rcpc, ar-9564-2433-lat, ar-9503-3633-3c, ar-9560-24, ar-9561-30s.